Manufacturer narrative:
(B)(4). Under magnification excessive flaring at the internal diameter is evident. The break is clean. Over-bending in addition to the tip flare is the root cause of this defect. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
During an acl (anterior cruciate ligament) reconstruction using a drill, flexible, it was reported that the device was introduced into the body over the 2.4 flexible passing pin. The surgeon began advancing the reamer to create the femoral tunnel within the patient¿s notch, at which point the head of the flexible reamer snapped and separated from the shaft. The parts were contained as they were surrounding a 2.4 guide pin so they were easily removed from the joint and a 10.5mm flexible reamer was used to finish the femoral canal. All of the pieces were removed. No patient injury or other complications were reported.